Event description:
Customer reported he received a motor error alarm and a no delivery alarm. Customer stated that he received the no delivery alarm because he ran out of insulin. He changed out the set and wasted 4 reservoirs trying prime and then got the motor error. The cap was moving around and tried an old reservoir and the same thing happened. Blood glucose value went high at 300 mg/dl. Customer also reported that 12 or 14 years ago he experienced low blood glucose. His blood glucose value dropped to 10 mg/dl and the paramedics treated him. Customer stated that his readings will go down to 30, 40 or 50 but not that often. He has changed the settings on the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.